Manufacturer narrative:
Sensor 295774 was not received, so a visual inspection was not possible. The most likely root cause of fracture of sensor during removal is potentially excessive force on the removal clamps grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The sensor pieces were successfully removed and the patient is doing fine. This incident does not require any further investigation. B4.date of this report (B)(6) 2024. D6b.explanted date updated to (B)(6) 2024. G3.date received by the manufacturer? (B)(6) 2024.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where a sensor broke during the removal procedure.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.